Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that unit was alarming and volumes were off. No patient harm reported. Pending patient information.

Manufacturer narrative:
Resolution and disposition: follow up attempts were made to obtain device evaluation and repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened.